Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: on investigation, the pump was undamaged. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The pump powered on evidenced by functioning audio tone and vibration. Investigation did not duplicate the alleged ¿no power¿ complaint. The display screen remained blank on startup due to a failed interior component.